Event description:
Acct. Reports that when the septum on the extension set was accessed with their flush syringes, the septum pushed in and leaked. Also the nurse states that on one set, nurse attached the extension set to the IV catheter and blood leaked from the septum without even accessing it. No used samples available. No pt. Injury reported.